Event description:
In 2009, the patient reported that for the past 6 days, she has had elevated blood glucose and receiving occlusions on her insulin infusion device. She stated she has changed her infusion set tubing 6-7 times and switched to her backup infusion device yesterday but the issue continues. She said at 5 am this morning, her blood glucose was 402 mg/dl. Symptoms are "thick" tongue, dry eyes, foggy thinking, nausea, fatigue and extreme thirst. She took a 10 unit injection of insulin this morning. She tested her blood glucose during the report and it had decreased to 357 mg/dl and she said she is starting to feel better. The patient stated she switched to a new type of insulin two months ago and thinks this may be a factor in causing the occlusions. During troubleshooting, she stated she has scar tissue and "dents" from years of insulin therapy. She said that for the past week she has been taking an antibiotic and was advised that some medications/illnesses could affect her blood glucose. The patient currently had an occlusion error and was instructed to disconnect from her device and prime through the tubing. She received an occlusion. She was then instructed to disconnect the tubing and prime through the adapter which went through without error. The patient attached a new tubing and was able to prime and reconnect to her device without error. On follow up with the patient five days later, she said she continued to receive occlusions 10-12 hours after changing her tubing. She stated she received her replacement device and infusion sets and has had no further issues. On further follow up the following week, the patient stated she has continued to have occlusions and elevated readings. The issue has continued with 3 infusion devices and multiple boxes of infusion sets. She stated she thinks it is the insulin she is using and is going to check with her doctor. A request for additional training was submitted. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.